Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 24 mg/dl at the time of the incident, and 36 mg/dl at the time of admission. The customer was at 69 mg/dl the night prior to the incident when they ate. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the insulin in the reservoir was depleted in 2 days instead of the expected 3 days. The customer alleged the pump over delivered. Troubleshooting was completed but did not resolve the issue. The insulin pump, reservoir, and infusion set will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).